Event description:
Reporter indicated that interrogation of a pt's vns device showed the device to not be at the intended settings as programmed at a prior office visit. Good faith attempts to obtain add'l info have been unsuccessful to date.